Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer experienced nausea, and vomiting. The caller mentioned that the events leading to her admission was a possible bad infusion set, and she did not bolus for four days. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fix prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was not bent or occluded. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.